Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred at a refill. The expected reservoir volume (erv) was 4.7ml and the actual reservoir volume (arv) was 11ml. The cause of the discrepancy was unknown. No diagnostic testing or troubleshooting was performed, but would be performed in the future. The patient had some moderate underdose symptoms. The physician had not planned any action. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen and morphine.